Event description:
Pt was revised to address loosening of cup and screws, osteolysis, and poly wear liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.